Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred from the drawer being forcefully slammed, resulting in the shearing off of the screws that secured the add stop. A field service engineer replaced the screws and reattached the hard stop to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed to close. The malfunction occurred when a user tried to issue medication to a patient, without causing any delay to patient care. There were no adverse events or injuries reported based on this event.